Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). The software investigation found that the reported event was unrelated to a software issue as there was no allegation of deficiency against a medtronic system. The software functioned as designed.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt) soft tissue ablation, the patient was submitted to the emergency room with a generalized tonic-clonic (gtc) seizure. It was noted that the patient's spouse found the patient blue in the face, choking with general convulsions. The reported issue lasted for a few minutes and was followed by post-ictal confusion for about twenty five minutes. The patient was noted to have no history of gtc. Laboratory procedures and continuous eeg were all normal on the subject. The patient was hospitalized for one and a half days following the adverse event. It was reported that the event was related to the procedure and there was no allegation of deficiency against the ablation system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was administered a one time oral dosage of ativan pm and a one time dosage of perampanel.